Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operatively that the leadless implantable pulse generator (ipg) exhibited increasing and high thresholds, and pacing failure .the ipg was explanted and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.